Manufacturer narrative:
Additional manufacturing narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported: "intermittently losing signal." No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. During inspection, the sensor passed visual analysis. Eeprom content verification did not identify any issues. The sensor failed continuity testing due to an open on the green conductor, along the length of the cable. When the sensor was connected to a masimo monitoring device, the device was able to generate a "sensor off patient" error message., corrected data: model# was updated from "23953" to "25121". Lot# was updated from "a15h141" to "kr16c760". Device manufacture date was updated from "08/12/2015" to "03/09/2016".